Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose 600mg/dl. Troubleshooting was performed. The programming, time, and date were correct. The customer was not wearing the insulin pump at time of call, and would be reconnected to the device after seeing her doctor. Ran a fixed prime and the insulin did exit. The customer stated that the cannula was bent when she removed from her body, but the insulin pump did not alarm no delivery. Reminded the customer to change the infusion set and reservoir every two to three days. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.